Event description:
It was reported the patient underwent a tendon repair on right knee a few weeks post implantation due to a tear. Ten months post-implantation patient was revised due to pain and loosening. Conditions contributing to the revision included weak ligaments, tendon tear, and that the tibial tray had shifted. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, g7, h2, and h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03281. Concomitant medical products: unknown persona tibial insert, catalog#: ni, lot#: ni. Unknown persona tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision due ten months post-implantation due to pain and loosening. Attempts have been made and no further information has been provided.